Event description:
A customer in (B)(6) notified biomérieux of a misidentification associated with the vitek® ms involving a patient sample. The customer reported the organism from a sputum/bronchial wash/gastric juice patient sample was identified by vitek® ms as enterobacter cloacae and enterobacter asburiae; however, it was confirmed as enterobacter hormaechi by 16s rrna sequencing. The customer indicated the misidentification did not affect the patient's treatment. There is no indication or report from the laboratory or physician that the discrepant result led to any adverse event related to a patient's state of health. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
A customer in (B)(6) notified biomérieux of a misidentification associated with the vitek® ms involving a patient sample. An internal biomérieux investigation was performed. Discrepant identification results for one sample isolated from the gastric juice of new born baby - vitek® ms: low discrimination result: enterobacter asburiae/enterobacter cloacae -16s rrna sequencing: enterobacter hormaechei. Note: - enterobacter hormaechei is not in the current vitek ms knowledge base (kb) but has been included in vitek® ms kb cli v3.0 and ind v3.1. - culture conditions: bap(tsa base), mac from asan pharma(local company). Cultured at 37c in ambient air for about 18hrs. Investigation conclusion: based on ecal mzml files analysis, "all peaks" and "good peaks" criteria are outside the target and "all peaks" value is very heterogeneous, from 14 to 698. It means that this issue could be link to the spot preparation and/or fine-tuning. The system performed as expected. The identification of the tested species (enterobacter hormaechei) is not included in the vitek® ms kb v2.0. The system provided a low discrimination result between enterobacter cloacae and enterobacter asburiae. In this situation, according to the vitek® ms workflow user manual, paragraph 9 "results and interpretation", the user should separate the species by further testing. This was actually done in this case since a sequencing allowed to precise the identification result. Some fine tuning issues have been detected during this investigation. In the meantime, the system has been updated to v3 and was fine tuned. It is not possible to re-test the strain with v3 (enterobacter hormaechei is now included in the database) because the customer indicated not having the strain any longer.